Manufacturer narrative:
Patient information were not provided (B)(4). Sorin group (B)(4) received a report that the inspire 8m hollow fiber oxygenator had a blood-to-water leak with a 3t heater-cooler unit. The oxygenator was changed out and antibiotics were given to the patient. There was no report of patient injury. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the inspire 8m hollow fiber oxygenator had a blood-to-water leak with a 3t heater-cooler unit. The oxygenator was changed out and antibiotics were given to the patient. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8 hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the inspire 8m hollow fiber oxygenator had a blood-to-water leak with a 3t heater-cooler unit. The oxygenator was changed out and antibiotics were given to the patient. There was no report of patient injury. The involved device was returned to sorin group (B)(4) for further investigation. A leak test was performed on the returned device and a leak was observed coming from one side of the heat exchanger compartment. An autopsy of the heat exchanger revealed the presence of a foreign plastic strip between the two external layers of the heat exchanger fiber bundle; the foreign plastic strip was crossing the entire width of the potting. An ft-ir analysis of the foreign plastic strip revealed that it was the same material as the protection sleeve used to prevent damage to the external layers during insertion of the heat exchanger fiber bundle into the oxygenator module. A review of the DHR showed no abnormalies. No manufacturing interruption or extraordinary maintenance intervention in the heat exchanger assembling phases were identified and the complained device passed the in-process heat exchanger leak test. Based on this information, sorin group (B)(4) has concluded that the most likely cause of the leak was an improper seal between the fiber bundle and potting caused by the presence of the foreign object, which prevented interaction between the pibers and potting material. The foreign object in the potting resin was not identified by the visual controls performed during assembly. To avoid recurrence of this issue, manufacturing personnel have been informed of the event and retrained. Additionally, a reorganization of the manufacturing area is planned to separate the sleeve clipping process from the assembly steps to prevent part of the sleeve protection clipping from being included in the bundle potting.